Event description:
Datascope iab was removed from the pt, due to rupture. Product ruptured approx 36 hours after inserted. Rupture resulted in pt going back to cath lab to have balloon removed, and new one reinserted.